Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.